Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between the peritoneal dialysis therapy and use of the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reported issues with the patient¿s treatment prior to the death. Although a cause of death was not confirmed, the patient did have a history of cardiac disease. Among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away. The cause was unknown. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found unresponsive on the morning on (B)(6) 2026 at approximately 7am. The patient was connected to the liberty select cycler, although the patient had completed the pd treatment at 5am. It was reported that there were no issues with the pd treatment. It is not suspected that the death is related in any way to the fresenius liberty select cycler. Emergency medical services (ems) were called to the patient¿s home. Cardiopulmonary resuscitation (CPR) was administered. It is unknown if the patient was pronounced deceased at home or transported to the hospital. The documented cause of death is unknown, however; the patient did have pre-existing cardiac disease (unspecified).

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away. The cause was unknown. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was found unresponsive on the morning of (B)(6) 2026 at approximately 7am. The patient was connected to the liberty select cycler, although the patient had completed the pd treatment at 5am. It was reported that there were no issues with the pd treatment. It is not suspected that the death is related in any way to the fresenius liberty select cycler. Emergency medical services (ems) were called to the patient's home. Cardiopulmonary resuscitation (CPR) was administered. It is unknown if the patient was pronounced deceased at home or transported to the hospital. The documented cause of death is unknown, however; the patient did have pre-existing cardiac disease (unspecified).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.